Event description:
The catheter's shaft was broken in the region of the proximal marker when device was removed from the packaging. There was no contact with the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual analysis of the returned device confirmed approximately 3.4cm of the distal shaft containing the proximal and distal markers has been detached from the catheter and were not returned. Only 2.6cm of the distal shaft was present. There are 100% in process inspections present at proximal marker placement and 100% final inspection at tip trim & form. Any units found not adhering to specification at these stations are scrapped and segregated. Therefore, based on the available information and device analysis, it is likely the device was damaged upon removal from the hoop during preparation prior to the procedure. A root cause of handling damage was assigned.

Event description:
The catheter's shaft was broken in the region of the proximal marker when device was removed from the packaging. There was no contact with the patient.